Event description:
It was reported the patient had urinary retention and the patient was unable to void on their own. The etiology was noted as a new illness, injury. Intervention included clean catheterization. The event resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v671773, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).